Event description:
It was reported that the right ventricular (rv) lead was fractured. The rv lead was capped. During the implant of another rv lead, the lead was damaged and not used. It was also reported that the implantable cardioverter defibrillator (ICD) may have possible premature depletion. The ICD was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found. (B)(4): the full lead was returned and analyzed. It was noted the defib was conductor distorted, the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism, and the lead appeared damaged at implant.